Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was loose and leaking. The customer¿s blood glucose (bg) level was displayed as ¿high; however, a specific value was not provided. The customer secured the connection and resumed insulin delivery.